Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the implant was deployed and connected to the core wire as received. The implant measurement was consistent with the reported information. There were numerous kinks along the shaft of the device. The tip was damaged. The inner shaft was damaged from the anchors of the implant during recapture. Anchor damage was found on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11084. It was reported that tip damage and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman laa closure device and delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria and during device recapture, removal difficulties occurred. After removal from the patient it was noticed that the tip of the wds was torn. Nothing had detached and the distal marker band was slightly flattened. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.